Event description:
MFR received a report from a nursing facility alleging that while the pt was being transferred from the bed of the chair, the purple strap on the sling broke away from the black strap causing the end user to fall out of the back of the sling and fracture hip.